Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon pinhole was noted. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). In-stent restenosis of a previously implanted non-bsc stent was located in the proximal rca. A 2.25mm emerge balloon catheter was used to dilate the mid to distal rca. A 2.25mm x 32mm promus element plus stent was advanced. No resistance was encountered and the device did not came into contact with previously implanted stent. After the device was inflated to deploy the stent, the physician observed that the contrast agent "seemed to leaked" from proximal balloon shoulder side. The physician thought that the there was a hole on the balloon prior to the use. As the dilatation was not sufficient, the physician increased the inflation pressure to 14atms and deployed the stent. Post dilatation was performed using the previously used 2.25mm emerge balloon catheter. A 2.5x32mm promus element plus stent was deployed from the proximal to mid rca. The procedure was completed and no patient complications were reported. The patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was attached to an encore inflation unit and a positive pressure was applied when a leak was noted. A microscopic examination of the balloon material observed a pinhole tear over the proximal edge of the proximal markerband. A microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the pinhole tear. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon pinhole was noted. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). In-stent restenosis of a previously implanted non-bsc stent was located in the proximal rca. A 2.25mm emerge balloon catheter was used to dilate the mid to distal rca. A 2.25mm x 32mm promus element¿ plus stent was advanced. No resistance was encountered and the device did not came into contact with previously implanted stent. After the device was inflated to deploy the stent, the physician observed that the contrast agent "seemed to leaked" from proximal balloon shoulder side. The physician thought that the there was a hole on the balloon prior to the use. As the dilatation was not sufficient, the physician increased the inflation pressure to 14atms and deployed the stent. Post dilatation was performed using the previously used 2.25mm emerge balloon catheter. A 2.5x32mm promus element plus stent was deployed from the proximal to mid rca. The procedure was completed and no patient complications were reported. The patient status was good.